Manufacturer narrative:
Hill-rom technical support found the brake casters needed to be adjusted. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support recommended adjusting the brake caster. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the patient room at the account. There was no patient/user injury reported. (B)(4).